Event description:
Customer alleged seat broke. No injury alleged.

Manufacturer narrative:
This is an unknown bariatric rollator. It is unknown at this time if it is an invacare product. The dealer called stating that the seat had broken on this unknown rollator. Consumer was unaware of any specifics for the rollator when they communicated with the dealer. No injury is alleged.